Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the retroperitoneal hematoma and pseudoaneurysm could not be conclusively determined; however, the physician stated the puncture site was high and not ideal for angio-seal. A picture print radiograph was received with the incident report. There is no identification or right or left markers on the picture. Contrast was visualized in the femoral artery through an existing sheath. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported post left anterior descending (lad) stent placement the arteriotomy was sealed with an angio-seal. The patient had received heparin in the emergency room and during the procedure and integrilin (doses unknown) during the procedure. Hemostasis was acheived with the angio-seal. One to two hours later, while in recovery, the patient began bleeding from the puncture site. Hemostasis was achieved. Four to six hours later, the puncture site began to bleed again. Hemostasis was achieved. The next day, an ultrasound confirmed retroperitoneal bleeding and a pseudoaneurysm. The patient recovered. The physician stated the puncture site was high, a side branch was present, and was not ideal for angio-seal.